Event description:
It was reported the patient had dilaudid in their pump and it was changed to 500 mcg/ml of fentanyl on friday. A bridge bolus was performed. It was reported they programmed the dose and concentration in mg instead of mcg. The patient was brought back in the date of this report and filled the pump with 250 mcg/ml concentration because the patient had been feeling sleepy for the last 3 days. A bridge bolus was not performed at this point. It was determined the patients actual current dose of fentanyl was 48.8mg/day (500 mcg/ml * 0.0996 ml/day). The patient was also having trouble sleeping due to irritability. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID neu _unknown_prog, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported that the healthcare staff thought by selecting the incorrect units, the patient would be receiving an incorrect amount of medication, which was reportedly not the case. The patient returned to the office and the units were correctly updated. There were no side effects reported to the manufacturer representative. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.